Event description:
A patient with a history of aortic valve replacement (avr), CABG 12 years ago, returned to the hospital for an avr, CABG this month. The patient required the use of intra-aortic balloon catheter for support during surgery and after in the ICU. At 00:47 on the next day the patient's nurse, noted that blood was present in iab catheter tubing and called surgery fellow md who arrived at the bedside at 00:52. At 01:00 the iab catheter was removed over a guide wire by ICU fellow. At 01:40 the maquet 7.5 fr, iab catheter with 40-ml balloon was replaced by a physician. A good iab augmentation wave present and the iab support were resumed. Post-insertion cxr was done to verify correct placement. After the iab replaced, the nurse inspected the failed iab balloon and found an air leak at the inferior end of the balloon membrane. Maquet will be contacted to report the event and obtain a return kit.